Event description:
Paramedics responded to a person described as in cardiac arrest. Disposable defibrillation/ECG electrodes were applied and the device charged. According to the reporter, twice when the discharge buttons were pressed, the device would not discharge. The reporter stated this opinion was based on the observation that the device did not make a transfer sound and that the energy available display remained at 200 joules after the discharge buttons were pressed. The operator removed the defib cable then used the standard paddles to successfully deliver a countershock. The pt was transferred to the hospital but the pt's outcome is unk.